Event description:
Customer called in saying that the acuity central station had locked up. They had tried power cycling the unit, but the unit did not reboot completely. This resulted in the loss of the ability to track pt vital signs from a central location, although there were no patients connected to the system at the time. Tech support assisted the customer in restoring normal operation.

Manufacturer narrative:
The cpu is obsolete and unrepairable. The customer will not be returning it for eval.